Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient's eye could not adjust to the lens. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was other mechanical complications of lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).